Event description:
It was reported to philips that the geometry movement was unavailable. System was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis procedure. The procedure was aborted, and it was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable. A review of the system logfile found a malfunction related to control module. Upon troubleshooting actions, the fse identified that the button was pressed on the control module during startup, which prevented the geometry movements. However, customer confirmed that the button was not pressed on the control module. The fse replaced the control module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.